Event description:
A 3.0 mm diameter x 9 mm length driver rx coronary stent delivery system was inserted into a patient for the treatment of a cto of the circumflex artery. Lesion morphology was not reported. It is unknown if the lesion was pre-dilated. It was reported that the physician inserted the driver stent and was attempting to reach the lesion site; however, it was unable to cross the lesion. Upon removal of the delivery system, the stent dislodged. The physician attempted to remove the dislodged stent with wires that were in place. The stent was located in the proximal lad. A second stent was used to secure the driver in a non-diseased portion of the vessel. The patient is reported to be satisfactory. Medtronics has received two angiographic images and the review has been completed. The images showed the dislodged stent in the lad. The stent appeared to be deformed on the distal end with some damage noted in the mid section of the stent. It is possible that the stent was damaged during the attempted placement; however, this cannot be confirmed. It appears most likely that attempted placement and retraction of the stent in the occluded lesion impacted on the stent retention of the device resulting in the reported stent dislodgement. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
(Secondary intervention).